Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is rupture and seroma-late. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a bilateral rupture. This file is for the right side. Patient later reported "experiencing the events of ¿rupture", "MRI which showed fluid around right implant and an abnormal lymph gland , "developing an instant hot red rash under breasts and a terrible skin condition " "continued deterioration and pain", "volume size of the implants as 400 and not 375" ¿health and mental health deteriorating immediately since the surgery". The device remains implanted.